Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing and bench handling without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did show multiple occurrences of pads on/off throughout the log. Further review showed impedance readings were inconsistently spiking up and down during the event. These log entries do not necessarily indicate a device malfunction. It is possible that this was due to poor coupling between the electrode pads and the patient's skin. However, this could not be firmly established as the accessories involved including the multi-function cable and electrode pads were not returned as part of this investigation. No trend is associated with reports of this type.